Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer reported the exhalation pressure transducer failed calibration testing. The issue occurred during patient use; the customer reported the ventilator was substituted with another ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported event was unable to be confirmed. The j2 lcd display connector was found missing.